Manufacturer narrative:
(B)(4).

Event description:
The MFR's rep reported that a motor stall message was noted on a session report. The hcp confirmed that he had used a magnet while interrogating the pump. The pt was requested to return to clinic the following day for reinterrogation. The pt was not experiencing symptoms related to the motor stall. The outcome of that f/u visit is unk despite multiple attempts to find out if the pump motor stall recovered.